Manufacturer narrative:
Sheath was returned to the bartlett facility for evaluation. The metal post at the tip had broken away. This can create sharp edges that are not present in the sheath as designed.

Manufacturer narrative:
The device history record was reviewed and showed no related manufacturing anomalies at the time of product releases and no issues found related to this device.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Two different fess operations. Both times they managed to cause mucosa bleed before they have even started the operation. They have to use adrenalin to make the bleeding stop. They found out that the edges of the sheath were very sharp and probably that was the reason of bleeding. After that they have checked the sheaths before using them and found more sharp sheaths. Bleeding probably effected a little the duration of operation, but nobody was harmed.